Event description:
It was reported that a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. The location of the hernia was in the patient's abdomen and the cause of the hernia was unknown. On an unknown date, the patient was hospitalized for a hernia repair. The patient received surgery to repair the hernia and recovered from this event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. The reported issue could not be confirmed. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient experienced an inguinal hernia on an unknown date in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.